Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) pacing lead impedance measurement for the rv lead that was detected via the patient¿s remote monitoring. Loss of capture (loc) and oversensed noise were also noted. The physician turned off tachycardia therapy and a lead revision was performed. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.